Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the patient reported that their left lead had migrated about a month after they had it implanted. The patient stated that in (B)(6) 2016 they were going into their healthcare provider (hcp) office every other day to get reprogrammed because the stimulation kept moving to the different coverage areas. It was reported that the patient¿s lead migrated 2cm down. The patient had a revision surgery in (B)(6) 2016 where they repositioned the left lead and tweaked the position of the right lead as well. Two weeks prior to the date of this report, the patient had stiches removed and their hcp was still working on getting the programming correct. The patient is to follow up with their hcp and with a manufacturer representative for further assistance in programming.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A manufacturer representative reported leads had migrated and they were moved back up and were reanchored. Reprogramming had been attempted. No patient symptoms were reported. The issues was reported as resolved. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.